Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
The pt / lay user contacted lifescan alleging erratic readings on the meter. The pt received a 247 mg/dl, 151 mg/dl and a 140 mg/dl within 10 minutes from one another. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strips failed twice using the control solution. Customer care agent (cca) sent the pt a replacement meter and test strips.